Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is alleged the patient experienced hernia recurrence, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2008 - the patient underwent surgery for repair of a right inguinal hernia, a perfix plug was implanted to repair the hernia defect. (B)(6) 2014 - the patient underwent an additional surgery to repair recurrent hernia after the perfix plug allegedly failed and to remove the perfix plug. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2008 - the patient underwent surgery for repair of a right inguinal hernia, a perfix plug was implanted to repair the hernia defect. (B)(6) 2014 - the patient underwent an additional surgery to repair recurrent hernia after the perfix plug allegedly failed and to remove the perfix plug. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2008 - patient had pain in the right groin and was diagnosed with right inguinal hernia thereby underwent open repair with the implant of perfix plug. Per operative notes, "the hernia sac was identified and dissected free. A medium size perfix plug was placed within the defect and sutured. A patch was placed on the floor of the inguinal canal and the legs of the mesh were placed around cord structures and the remaining mesh was sutured in place." (B)(6) 2014 - patient had severe pain in the right groin and was diagnosed with recurrent inguinal hernia thereby underwent robotic assisted repair with mesh removal. Per operative notes, "there appeared to be a large plug that was ballooning in an out of a defect in the abdominal wall. The peritoneum was peeled away from the plug. The mesh was very densely adherent and genitofemoral nerve coming up into the perfix plug was dissected. This was densely involved in the inflammatory and scarring process. After this was accomplished, it was possible to dissect the plug away from the inferior epigastric vessels, and the abdominal wall. The paper and the perfix plug were then removed. A synthetic mesh was placed and sutured." Attorney allege that the patient had pain and emotional injuries.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is alleged the patient experienced hernia recurrence, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the available information, there is no change to the initial determination, no conclusion can be made. Per the medical record review, about 5 years 10 months post implant of perfix plug, patient was diagnosed with mesh migration, nerve damage, hernia recurrence, adhesions, inflammation, scar tissue and abdominal pain thereby underwent repair with mesh removal. Per operative notes, ¿there appeared to be a large plug that was ballooning in an out of a defect in the abdominal wall¿. The adverse reaction section of the instructions-for-use, supplied with the device identifies adhesions and inflammation as possible complications. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.